Manufacturer narrative:
Maquet cardiovascular received the device on (B) (6)-2010. A supplemental report will be submitted when the investigation has been completed, and the final failure analysis has been received. (B) (4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, one heartstring iii seal did not load properly. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.